Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the belt clip broke and pump fell. Couple hours after pump started alarming and customer had a white screen on the pump and this happened yesterday. Customer tried to put in a new battery but still had the white screen. Blood glucose was 295mg/dl and customer didn't treat. The customer stated he was then at 590mg/dl and he treated with manual injection. They were unable to troubleshoot for high blood glucose since the insulin pump was not working and had turned off. Customer also stated that he hears a slight rattle. They were unable to run self-test due to white screen. They were unable to complete troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/ partial display due to blank flashing white lcd. Unit received with cracked retainer, minor scratched display window, fading serial number label and scratched case.